Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) displayed noise on both the rate/sense and shocking channels. Lead impedances were all within the normal range.